Manufacturer narrative:
Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The sales rep reported that a valve that was implanted (B)(6) 2017 was suspect since it did not appear to be functioning. He was asked to attend the revision and it was confirmed that there was a leak in the valve before it reaches the distal catheter. It appears that there is hole in the hard encasement of the valve. It is unknown how this hole/leak occurred.